Event description:
It was reported that patient was not able to adjust stimulation and stimulation was in the wrong location. Stimulation was currently in patient's legs, and patient needed stimulation on her left back, from the implantable neurostimulator (ins) and up. Patient stopped sensing stimulation all of the sudden on sunday. It was noted that patient had trouble using recharger. She was confused with coupling bars and ins charge level. Patient felt 'like a car with all the wires connected to her.' The stimulator shut off during the night, and patient did not fully recharge her device. She was getting low battery warning screen on her recharger. Patient was still having concerns regarding her device and she scheduled an appointment with doctor or representative on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).